Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited placement difficulty during the implant procedure. The rv lead was removed and replaced with a his lead. The his lead also exhibited placement difficulty and was subsequently removed and replaced with a new lead. No patient complications have been reported as a result of this event.